Event description:
The hcp reported that the patient was found to have developed a rectal fistula which resulted in the placement of a diverting colostomy and suprapubic catheter. This fistula was discovered on a routine follow-up visit ten days after a tuna prostate procedure had been performed. The patient was reported to have a prostate estimated to be approximately 220 grams in size prior to the tuna procedure. The tuna procedure was completed with no noted complications or problems. The device was discarded.